Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: a2, a3a.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1. (Initial reporter) - (B)(6), (telephone) - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the intra aortic balloon (iab) ruptured during use, resulting in blood entering the unit. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6 (type of investigation, investigation findings, conclusion),h11. A balloon rupture occurred during use, allowing blood to travel retrograde through the catheter helium lumen and contaminate internal pneumatic components of the cardiosave hybrid pump resulting in a confirmed blood back malfunction. Balloon was not returned for evaluation, so an exact cause of the issue could not be identified. However, based on our investigation, a intra-aortic balloon (iab) leak can occur due to one or more of the following probable causes: 1.user mishandling or not following IFU 2. Membrane folding or resistance 2. Patient-related factors (e.g., plaque abrasion) 3. Off-label use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h3, h6 (type of investigation, medical device problem code and investigation conclusions).